Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced sensor anomaly. Customer's blood glucose value was 110 mg/dl. The customer reported lost sensor alert that occurred with a previous sensor. When the customer took off the transmitter, the sensor came off and there was damage. The sensor will be returned for analysis.